Manufacturer narrative:
No injury was reported. Qiagen is reporting this incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product. Sample results had a CT >30 for bordetella pertussis. The IFU instructs users to do a confirmatory specificity test for samples with CT > 29. The qiastat-dx respiratory sars-cov-2 panel healthcare provider fact sheet published alongside the IFU states laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions. Retesting delay and unknown storage conditions between retests may impact result outcome and contribute further to discrepancies between different assay methodologies.

Event description:
Suspected false positive results for bordetella pertussis were observed with the qiastat-dx respiratory sars-cov-2 panel.